Manufacturer narrative:
Blockb3: the exact date of the event is unknown. The provided event date, (B)(6) 2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2025. Blockh6: device code a1502 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported that after the spaceoar procedure, it was observed that the hydrogel moved from its original location. The cone beam computed tomography (cbct) showed a little bit of shift towards the lumen of the rectum compared to the original sim (CT) that showed a correct location. The patient's treatment stooped. A magnetic resonance imaging (MRI) was performed and showed that most of the hydrogel was gone and only a tiny amount is definitely under the rectal wall.